Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical investigation noted that no patient information has been submitted for review. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on the limited information, the root cause of the ¿thigh pain and thickening of lateral femoral cortex at femoral implant tip¿ cannot be concluded but cortical thickening can be a result of micro motion. No information has been forthcoming regarding the current status of this patient. Should any relevant clinical/medical information become available this complaint can be re-assessed. A review of complaint history on the listed part revealed no additional complaints for this failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a surgical intervention was performed due to thigh pain and thickening of lateral femoral cortex. The liner, the stem and the head were removed.